Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 417 mg/dl at the time of incident. Customer current blood glucose level was 414 mg/dl. Customer did not allege insulin pump was under delivering. It was also stated that the insulin pump had no delivery alarm. The device will not be returned for analysis.